Event description:
Report received via medwatch from (B)(6) in which a patient who was in for treatment experienced a reaction while using a baxter dialyzer. The dialyzer was hung and flushed with 1000cc of normal saline and within 10 minutes of treatment, the patient complained of itching and trouble breathing. Treatment was stopped and the patient was sent to the ER. The patient recovered from this incident. Prior to treatment, the patient received 120 mg (B)(6) pre med. The medwatch report indicated that on (B)(6) 2011, additional information was reported by the same nurse as follows: solumedrol 120mg IV, pretreatment on (B)(6) 2010, one time dose order. She reported the patient had allergic reactions (sob, itching) on (B)(6) 2010 while using the baxter dialyzer and on numerous other occasions while using other products not manufactured by baxter. On (B)(6) 2011, baxter contacted the patient's nurse who reported that the patient was hospitalized for this incident on (B)(6) 2010 (discharge date unknown) and on numerous other occasions for allergic reactions to other products. She reported that each reaction was more severe than the prior. There was no treatment given at the facility prior to sending the patient to the ER on any of these occasions. Treatment at the hospital is unknown. She reported that after her last discharge from the hospital on an unknown date, they switched all the patient's supplies and started using the brand the patient was using in the hospital as there were no reactions in the hospital. Baxter contacted the nurse on (B)(6) 2011 for further clarification of the incident. The rn stated the patient had not used the baxter dialyzer prior to (B)(6) 2010 or after that. They used the baxter dialyzer once on (B)(6) 2010 as they were switching products to try to rule out the cause of the allergic reactions. On each of the other occasions a different dialyzer was used from different companies. She could not confirm that the dialyzer was the source of this allergic reaction, but could not be sure that is was not. She reported that the facility was mixing the bicarbonate mixture themselves and this may have been an issue since the hospital was using a (B)(4). The patient is currently using the rexceed dializer manufactured by (B)(4). The patient has resumed hemodialysis therapy and has had no further reactions. No further information was available.

Manufacturer narrative:
(B)(4). As supplies are discarded after each use a sample was not available for evaluation. (B)(4). Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). This event has been previously reported under manufacturer report number: 1423500-2010-07441.